Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when the wire was pulled back, it would not come easily so the catheter was removed out of the body and checked. The wire was exchanged, and the catheter was reinserted back into the patient, but then the catheter array would not deploy from the basket shape to the flower shape. The catheter was removed again and replaced. The procedure was completed successfully. No patient complications were reported.